Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report that occurred in the united states involving a pentax medical video colonoscope model ec-3490lk, serial number (B)(4). The customer indicated that during use in the operating room they experienced resistance in the primary biopsy channel and the insertion tube buckled. The customer stated it was approximately 4 inches from tip. The customer also stated reusable forceps, as an accessory, was used during the procedure and there were no patient/user injuries, adverse events, delay or medical intervention reported. A good faith effort email was sent on 23-aug-2021 with no response from the customer. The customer owned endoscope was received by pentax medical for evaluation on (B)(6) 2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customers experience and documented the following inspection findings: operation channel twisted in bending section, right angulation decreased, up/ down angulation knob play, up angulation decreased, passed wet leak test, segment screw disconnect at insertion tube, passed dry leak test, left angulation decreased, pve connector housing scratched, insertion tube mild scratches at stage 3, umbilical cable single has mild scratch, down angulation decreased, right /left angulation knob play. The device underwent repairs including the following components: o-rings and seals, distal end assy with tubes, adjusting collar, bending rubber, angle wire assy, rl pulley assy, ud pulley assy. Model ec-3490lk, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service. The endoscope is awaiting repair completion and approved by final qc as of 17-sep-2021.